Manufacturer narrative:
The insulin pump was received with no button response and moisture damage due to a corroded electronic assembly. The insulin pump also had a blank display due to a corroded electronic assembly.

Event description:
The customer's mother reported that none of the buttons were responding. The mother also reported water underneath the screen after the customer exposed the insulin pump to moisture. Advised that the insulin pump would be replaced. Nothing further was reported.